Event description:
A doctor reported that the cassette lost vacuum during a cataract with vitrectomy procedure of the left eye. The customer called for assistance during the procedure; however, after conducting all suggestions to fix the issue, the problem persisted. The doctor decided to use the vitreous cutter to manage the lens fragment. The patient was under general anesthesia and was actively monitored by the anesthesiologist as the surgery was prolonged for three hours. The surgeon felt that the prolonged surgery time contributed to increased postoperative edema. It was reported that the edema resolved without treatment. Additional information provided by a resident indicated that the surgery involved the patient's right eye and stated that the surgeon used a superior incision.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).